Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter addr 1: (B)(6). Adverse event problem investigation summary: "material #: 367284. Lot/batch #: 22l16a1. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination, and another 8 by functional testing, each having their safety shields activated, and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not retract. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends" .

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that it was difficult to activate safety feature and there was a needlestick injury- post use. The following information was provided by the initial reporter: at the end of the sampling, the nurse tries to retract the needle with one hand while maintaining a compression point with the other. She feels a resistance which leads to a sudden gesture on her part. The needle pricked her right index finger many nurses complain of difficulty in retracting the needle and some no longer do so and discard the collection systems without retracting the needle.